Manufacturer narrative:
(B)(4)

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. At index procedure, the proximal neck was 23-24 mm in diameter and 30 mm in length. The aortic neck angulation was 50 degrees. It was noted that the aaa currently measures 56.5x55.5 and the pre-operative aaa was 50x42. It was reported that the patient presented emergently with back pain. A CT scan identified what appears to be a proximal type ia endoleak and a type ii endoleak. An intervention was performed and an endurant ii cuff was implanted however, the endoleak still persisted. Then it was decided to implant 6 aptus endoanchors but the endoleak did not resolve and the procedure was ended. The patient was brought back and another manufacturer's stent was implanted, resolving the endoleak. The physician stated that the cause of the type ia endoleak was due to progressive aortic neck dilation. No additional clinical sequelae were reported and the patient is fine.